Manufacturer narrative:
Two device manufacturer reports were submitted inadvertently on the same day for the same reported event. Manufacturer report number 3003288808-2020-00821 was sent in error and should be disregarded. Manufacturer report number 3003288808-2020-00816 is the correct report number for the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A laser technician reported a small segment on the right eye during flap creation which made it difficult to lift the flap. The small white spot was at 11 o'clock, close to the side cut in the bed. It was reported that it looked like a slight start to a vertical gas breakthrough due to the appearance of excessive moisture and opaque bubble layer. This suggests that the flap was thinner. The flap was still able to be lifted without a blade and treatment was completed. There are two related reports for this facility. This report addresses the patient (B)(6) right eye and other manufacturer report will be filed.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile showed multiple successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy was detectable for the reported treatment. The logfile showed that the beam control check for the right eye was done about several minutes before laser fired instead of immediately before firing. Treatment for the right eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).